Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was ¿high¿, although a specific value was not given. Customer addressed their bg with a bolus via pump, manual injection, and supply change. A replacement pump was sent to the customer.